Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000075293.

Event description:
It was reported that the patient was experiencing ineffective therapy and shocking at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted. It is unknown which lead had caused the issue.